Event description:
The user complaints of dropouts when he moves his head, regardless of the processor. The user has been reimplanted. It was found that the explanted implant was bended at 90_. The surgeon told us that it seems that a small wire appears on the conductor link.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.